Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rv non-sustained lead noise was observed. And alert for v oversensing was observed. In reviewing nso episode log it appeared to be myopotential inhibition. It was suggested to bring the patient into clinic and try deep breathing and isometric exercises to reproduce and programming changes. This patient was brought into the clinic on (B)(6) 2021, patient is asymptomatic and without any device complaints. Device was interrogated and values on device all within normal limits. It was unable to reproduce any myopotentials with deep breathing, coughing or isometric exercises. Programming changes were made. Patient will continue to be monitored remotely. Patient left clinic without complaints.

Event description:
New information notes that alerts were noted again for myopotentials rv oversensing. Programming changes were suggested and will be discuss with the physician. Patient is stable.

Event description:
New information notes that programming changes have not been made. Patient is asymptomatic and will continue to monitor remotely.